Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) /2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) /2016. Additionally, it was reported that the patient had taken medication(s) that contain acetaminophen. The dexcom g4 platinum continuous glucose monitoring system user's guide states: make sure you have not taken any medications containing acetaminophen (such as tylenol). At the time of contact, no injury or medical intervention was reported.